Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device dislocation ("left coil has migrated, cannot see in ultrasound") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2017 she experienced bacterial infection ("bacterial infection"). Essure was removed on (B)(6) 2022. An unknown time later she experienced device dislocation (seriousness criteria medically important and intervention required), vertigo ("vertigo that started 5 month after implant"), migraine ("migraine"), ovulation pain ("severe pain during ovulation and period"), dysmenorrhoea ("severe pain during ovulation and period"), alopecia ("hair loss"), mood swings ("extreme mood swings") and impaired work ability ("she cannot work when she has vertigo"). The patient was treated with original antibiotic (gramicidin;polymyxin b sulfate) as well as surgery (to remove essure). At the time of the report, the outcomes for these events were unknown. The reporter considered alopecia, bacterial infection, device dislocation, dysmenorrhoea, impaired work ability, migraine, mood swings, ovulation pain and vertigo to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device dislocation ("left coil has migrated, cannot see in ultrasound") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2017 she experienced bacterial infection ("bacterial infection"). Essure was removed on (B)(6) 2022. An unknown time later she experienced device dislocation (seriousness criterion intervention required), vertigo ("vertigo that started 5 month after implant"), migraine ("migraine"), ovulation pain ("severe pain during ovaluation and period"), dysmenorrhoea ("severe pain during ovaluation and period"), alopecia ("hair loss"), mood swings ("extreme mood swings") and impaired work ability ("she cannot work whcn she has vertigo"). The patient was treated with original antibiotic (gramicidin;polymyxin b sulfate) as well as surgery (to remove essure). At the time of the report, the outcomes for these events were unknown. The reporter considered alopecia, bacterial infection, device dislocation, dysmenorrhoea, impaired work ability, migraine, mood swings, ovulation pain and vertigo to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 11-jul-2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.